Event description:
It was reported that the hooks on the IV poles are too sharp. It was also reported that a staff member tore an item of clothing on the IV pole hook. No pt involvement or adverse consequences were reported.